Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of difficulty inserting the guidewire through the needle was confirmed. The product returned for evaluation was one 18ga introducer needle and one 0.037¿ j-tip guidewire. The needle was received with the guidewire inserted through the needle shaft. The j-tip protruded past the tip of the needle. Tactile inspection of the sample revealed the wire to be stuck within the needle shaft. The core wire was found to be fractured during tactile inspection. The coil wire and weld tip were intact. Microscopic inspection of the needle revealed deformation along the proximal edge of the bevel. Following removal of the wire from the needle, inspection revealed biological residue adhered to the coil wire. The needle bevel damage was consistent with the wire being withdrawn through the needle shaft. Such retraction can cause the wire to become stuck both by damaging the wire and by drawing biological material into the needle shaft, causing interference between the wire and the needle. It appeared that the wire became stuck and subsequent pulling caused a fracture in the core wire. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that issues with either the guidewire or introducer needle such that the wire could not be threaded through the needle. 05/05/2023 - the customer reported this occurred with two devices however only one was returned for evaluation. The returned guidewire exhibited a fractured core wire and deformed needle bevel. This report addresses the returned device.